Manufacturer narrative:
An investigation of the device including the logs, confirmed the reported complaint. During the issue described, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loud buzzing noise occurred, (which the clinician recognized as an indication of a reset) the vent screen went black, and the fresh gas flow screen froze while the arkon was in use. The clinician cycled power on the device to resolve, and the case finished without issue. No injury was reported as a result of this event.